Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of balloon slit/cut.

Event description:
It was reported that an occluder balloon catheter devices were used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the physician attempted to inflate the balloon; however, the contrast was visibly leaking out on fluoroscopy. Reportedly, the occlusion balloon did have a slit in it which caused contrast to leak out and the balloon could not inflate. The procedure was completed with no patient complications. This report pertains to the second of two occluder balloon catheter devices used in the same procedure.